Event description:
It was reported that during lead implant, when the lead was connected to the psa, low lead impedance was observed and the helix could not be retracted. Another lead was used. The patient's condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).